Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that stated the patient does not have any concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v779188, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that it was not possible to make adjustments to an implantable neurostimulator (ins) both with or without antenna attached. A loss of therapeutic effect was stated. Shaking was reported as a symptom. The symptom occured the night before the report when it was noted that patient's programmer was not communicating. It was stated that the shaking had started on the left side and it was gradually getting worse. If additional information is received, a follow up report will be sent.